Event description:
Report received from an abbott international affilate, which states, bleeding occurred at the connection of the secure lock male adaptor end of the extension set when it was connected to the arterial line. It was reported that the extension set was replaced with a new one as soon as the bleeding was noticed. The amount of blood loss was "very small". The arterial line remained patent and the new set worked "fine". Upon inspection of the disconnected set, it was discovered that the male adaptor edge had been broken off and there was a chip, approximately 3mm in size, missing between the male adaptor and the secure lock. There was no report of an adverse patient event. Although requested, additional information has not been made available.